Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, approximately mid-way through the ablation, the user witnessed blue pixels. The laser power was firing at 80%, and when the user came off the foot pedal, the pixels slowly dissipated. Although, it was noted, that when the user went back on the laser the blue pixels reappeared. The user noted the artifact and false thermography and proceeded with the ablation. A biopsy was performed prior to the ablation but was not flushed with a solution; only one sample was taken so the cavity size was negligible. There were no patient complications reported in relation to this event.